Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection became disconnected. The user reported that their blood glucose (bg) level was high; however, the exact value was not reported. The bg level was addressed by the user changing out the infusion set and delivering a bolus via the pump as well as manual injection. At the end of the report, the user's bg level was 198 mg/dl.